Manufacturer narrative:
Follow-up #1: date of submission 05-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: a review of the pump black box showed unexplained pump reboots. A visual inspection of the pump revealed the battery compartment had multiple cracks. No moisture or corrosion was observed in the battery compartment. The returned battery cap had stripped threads and was unable to maintain electrical connection. A power loss occurred. A test battery cap was able to fit to maintain electrical connection. The pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components was observed to the power circuit board. The allegation of a power issue and damage was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked causing the pump to lose power. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.